Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025 while sleeping. The location of detachment was at the site. The insertion site was abdomen. The infusion set was in use for six days. No further information available.